Manufacturer narrative:
An investigation was not possible, because no product was returned for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the m.blue, our traceability indicates that the valve met the specification. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to under- drainage is only possible by an examination. So it remains an assumption. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Event description:
It was reported that a m.blue (#fx812t) was implanted during a procedure performed on (B)(6)2024. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was disposed of by the clinic. No patient complications were reported as a result of the revision procedure.